Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted on july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: based on the available information, a root-cause analysis is not possible as the "high oxygen alarm" of the hamilton-c1 could not be reproduced. Most likely this issue is a result of a depleted/defective o2 cell (o2 sensor). Due to the defined risk-ID 856 and thus severity 3, this issue is deemed to be a reportable event. No further investigation or correction will be performed except those mentioned above.

Event description:
This c1 was returned to the hospital around april after the local staff replaced the check valve assembly. However, when the hospital staff was checking this c1, the "high oxygen" alarm occurred again.